Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse called and reported that they received emergency medical assistance after having a car accident due to low blood glucose on (B)(6) 2017 with blood glucose of 25 mg/dl at the time of the incident. The customer was at 195 m/dl at the time of the call. The customer was given glucagon to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer was hospitalized for the lows, a broken left arm, fractured orbital, and a fractured nose. The customer can't hear the pump when its alarming but their spouse can. The customer also complained of calibration errors, sensor errors, and weak sensor signals. The insulin pump will not be returned for analysis.